Event description:
The frontrunner catheter did not cross the lesion in the superficial femoral artery. The frontrunner catheter perforated the artery at the site of the total occlusion. The physician held pressure at the site for 2 minutes and the perforation closed. The lesion was very calcified and was 5mm in diameter. The device was prepared as specified by the instructions for use. There was no any apparent damage to the device noticed prior to use. All specified ports flushed followed by a 30 second pause, and then flushed again. Heparinized saline was used for preparation and flushing of all ports. The distal tip action was verified outside of the patient and the catheter held in a straight orientation, with "no slack" during preparation. The catheter was not coiled at any point prior to insertion and there was no difficulty operating (opening/closing) the distal tip (jaws). Nor was there difficulty moving the handle. It did not move too freely and the distal tip was fully closed before insertion. The distal shaft was not shaped and the proximal port was flushed per the IFU. The catheter was wiped down in heparinized saline prior to use. Excessive force was required to advance the catheter only once the frontrunner was engaged in cap of occlusion. There was no difficulty experienced when removing the product from the patient, vessel or though another device.

Manufacturer narrative:
While attempting to cross a very calcified lesion in the superficial femoral artery the frontrunner was reported to have perforated the artery. Pressure was held and hemostasis returned without further intervention. The procedure was rescheduled for a later date. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15116878 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by the operational context of the device and vessel characteristics and is not related to a product quality issue.